Event description:
It was reported that the catheter was inserted in 2008, for the esophageal cancer surgery. On the eighth day of use, when customer changed the position of the catheter, patient's condition changed suddenly and patient passed away, due to pulmonary embolism. It seemed that the thrombus, which got on the catheter, flew into the blood and caused pulmonary embolism. Device was discarded. Further follow up indicated that the patient passed away after the catheter was removed eight days later. The patient seated position with 30 degree angled when the catheter was removed. The patient was not in a hyper-coagulable state. There was no other device other than the presep catheter being used at that time. There were no other complications. It was thought that the pulmonary embolism was associated with the use of the presep catheter, but it is impossible to come to a conclusion. Cause of death was not identified because the necropsy examination was not performed. The primary disease was esophageal carcinoma.

Manufacturer narrative:
The device was discarded at the hospital.